Event description:
Attempted stenting of critical stenosis in heavily calcified circumflex coronary. After pre-dilatation of lesion with 2.5x15mm balloon, a 3.0x18 mm cypher stent system was attempted to be advanced to lesion. Cypher would not track through lmca into circumflex and during manipulation dislodged from delivery balloon and embolized into lmca. The dislodged cypher was able to be "pushed" distally into the circumflex by "ramming" it from behind with a second balloon catheter. Once out of the lmca, the cypher was able to be expanded by tracking a 3.0mm balloon into it over the original wire.